Event description:
A customer called beckman coulter regarding a discrepant test result. According to the customer an ER pt had a negative [-] result when tested with the gastroccult test kit. The ER physician did not believe the gastroccult test result. The gastroccult test result was not in alignment with the ER physician's expectations. A second rapid screening test kit (another brand) was ordered by the ER physician to confirm the initial rapid screening result. The second rapid test generated a positive result. The customer indicated that the ER physician sent the pt home based on the negative gastroccult test result and that the pt was feeling well. The pt's current condition is not known.